Manufacturer narrative:
Alleged failure: the wrist case before the case had other issues going on with the ccu and had to do open procedure. Ccu may come in as a repair. [Update - essentially the auto shutter was off. Even though it was turned on. The screen was overexposed and they couldn't see a thing. Tried to reboot and another camera and the issue persisted.] The failure(s) identified in the investigation is consistent with the complaint record. The root cause of the issue reported is cracked traces on the transition board. Replacing the transition board permanently resolved the issue. The transition board will be set aside for vendor return. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image became overexposed. The procedure was converted to an open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image became overexposed. The procedure was converted to an open procedure.